Manufacturer narrative:
Stenosis of prosthetic valves that is detected by echocardiography with no indication for intervention suggests the device continues to perform its essential function. No information was provided by the hospital or surgeon to suggest a malfunction, death or serious injury has occurred. Edwards will continue to review and monitor all events and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this mitral surgical valve is exhibiting mitral stenosis, six (6) years, eight (8) months post-implantation. Through investigation, it was learned the hospital performed a transesophageal echocardiogram on the patient and the valve was deemed okay. The patient will not need intervention to treat the valve and the device remains implanted.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards is unable to conclusively determine the root cause for this event with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this mitral surgical valve is failing after an implant duration of six (6) years, eight (8) months due to mitral stenosis. The patient is being worked up for transcatheter valve-in-valve intervention. No additional details provided.